Event description:
It was reported a balloon was used to pre-dilate a stenosis of the femoral artery. The balloon catheter was then used after stent placement to dilate the stent. The balloon reportedly would not inflate, however, remained on the stent. Surgical removal of the balloon catheter and stent followed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Deployment of a stent may result in contact with a surface that could damage the balloon material. Follow up indicated that this balloon was also used to pre-dilate the lesion prior to stent placement. Although follow up could not confirm if the lesion was calcified, stent placement may be indicated when it is believed angioplasty alone will not achieve a good result. Therefore, co believes the above factors may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label..never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."

Manufacturer narrative:
F11. Date MFR initially forwarded medwatch report to FDA. H6. Evaluation summary this device was received, evaluated and retained by this MFR. The engineering evaluation indicated another manufacturer's stent was mounted onto this balloon catheter when received. The catheter shaft was cut 115 millimeters from the distal tip of the balloon. The balloon was wrinkled in appearance, however, no defects were noted.